Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device 159718 number, and no non-conformances were identified. Manufacturing date: 1997-may; expiration date: 2005-may. A manufacturing record evaluation was performed for the finished device 164770 number, and no non-conformances were identified. Manufacturing date: 1997-sep; expiration date: 2005-sep. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent primary breast augmentation with a (left) 300cc mentor siltex round moderate profile saline and a (right) 250cc mentor siltex round moderate profile saline breast prosthesis. Post-operatively, the patient suffered breast implant deflation on an unspecified breast side. As a result, the patient underwent breast implant removal and replacement with mentor saline implants on (B)(6) 2014. Since the side of deflation was unspecified, both the left and right implant information will be provided.